Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿as this tubing was being hung with the blood and normal saline the tubing came out of the collection area with the filter. Blood spilled everywhere which wasted precious blood." Received a copy of the customer's medwatch report from the customer which states, "as this tubing was being hung with the blood and normal saline the tubing came out of the collection area with the filter. Blood spilled everywhere which wasted precious blood." There was no patient harm.